Manufacturer narrative:
Records indicate this lead remained implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the patient implanted with this right ventricular pacing lead had a ventricular fibrillation (vf) arrest one day post implant and expired. An increase in impedance measurements was noted from the post implant check to after the patient had expired, from 700 ohms to 1,700 ohms. Possible reasons for an impedance increase were discussed. It was believed the patient had developed spontaneous vf, there were no allegations against lead functionality.